Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The customer kept getting air in the infusion set tubing, she had a bladder infection, and her blood glucose meter was not working. The customer was admitted to the ICU and treated with insulin drip. In general, the customer has had two diabetic ketoacidosis events and two heart attacks. The customer recently had a low blood glucose of 46 mg/dl, which she treated with glucose tablets. No products were returned or replaced.